Event description:
A 3.0mm x 9 mm nc sprinter rx dilatation catheter was used to post-dilate several unk lesions and an endeavor stent. The lesion morphology was moderate tortuosity, 75 percent stenosis with severe calcification. It was reported that the balloon was used to post-dilate several lesion sites and an endeavor stent. It was reported that the balloon burst, as it was used too often. The balloon was successfully removed from the pt as one unit. The device has been discarded. No clinical sequelae were reported and the pt is reported to be fine. Please note that this device is distributed outside the united states; however, it is similar to the united states distributed product.